Event description:
It was reported that some electrodes had impedances greater than 3600 ohms. It was noted that only contacts 0 and 6 had impedances greater than 3600 ohms. It was noted that other contacts were between 579 and 842 ohms. The reporter stated they noticed the high impedances today after running an impedance test. It was noted that there were no therapy issues and the patient was doing good. It was noted the manufacturing representative was ¿fine tuning¿ the patient¿s programming today. Additional information received reported that no malfunctions were seen and no interventions were planned or taken. It was noted the patient went through the reprogramming session and was getting effective therapy.

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).